Event description:
The pt underwent pelvic surgery in 2004. Post operatively, the pt experienced spontaneous and provoked vaginal pain of moderate intensity. No treatment has been provided. The removal of the mesh has been proposed.